Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Explanting physician reported MRI showed suspected rupture. Replacement surgery confirmed rupture with device extremely damaged." This relates to the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to spec and observed split (ss) in patch area, it is out of specification per (B)(4). Cloudy in the gel observed after autoclave cycle. The unit is not rupture

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the right side

Manufacturer narrative:
Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint. According to the device analysis performed in the laboratory, was observed split (ss) in patch area, it is out of specification per qa 199.04 rev 9.0. According to the analysis review the reported complaint was not observed, besides, the workmanship is not related to the reported complaint. A review of the current risk documents was performed and the event of split in patch is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Explanting physician reported MRI showed suspected rupture. Replacement surgery confirmed rupture with device extremely damaged." This relates to the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified two devices one device is broken and the other device intact. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported "suspected rupture" for right side. The device has been explanted. Healthcare professional reported "surgery confirmed rupture with device extremely damaged.", "pain and inflammation".